Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was in his early 30s. It was noted that the patient was over 200lb. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure performed in the pancreatic duct in late (B)(6) 2016. According to the complainant, a procedure was performed to remove a pancreatic stent that was placed in the pancreatic duct a week prior. However, the stent was no longer in the duct, and instead, the distal tip of an extractor pro rx device was found inside the patient. The distal tip was removed using spybite forceps, and the procedure was completed placing another stent. The physician noted that an extractor pro balloon was not used during this procedure. The physician stated that he believes that the distal tip was stuck in the endoscope from a prior previous procedure and pushed into the patient, though the gi staff believes the distal tip was already in the patient from a previous procedure. It was noted that the patient was admitted to the ICU on the date of the procedure for an unknown reason but was stable. There were no patient complications reported as a result of this event.